Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention may take place at a later date to replace the patient's ipg.

Manufacturer narrative:
The reported observation of ¿ipg will be replaced, unsure of eri or eos¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date at which time therapy is inhibited. The estimated longevity range would have been 1.8 years up to 1.9 years +/- .25-year per ¿ 90205144, for model 6662. The device provided 1.90 years of stimulation and is considered to have normal battery depletion.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Event description:
Additional information received indicates the ipg was inoperable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.